Manufacturer narrative:
No patient was involved in this event. After 8 hours of charging, the motion batteries were fully charged. However the pendant still was non-operational. An external monitor and keyboard were connected to the ias computer which found errors in the oarm application software. The software was reinstalled and the equipment worked properly. Issue was resolved with fuse replacement and software re-install. No parts were sent back to the manufacturer for analysis.

Event description:
A medtronic representative reported that when moving the oarm between the operating rooms, the ias (image acquisition system) computer did not turn on when the customer pressed the power button. Also the pendant progress bars were blank, no message on the screen. When the customer disconnected the umbilical cable from the ias connector, the battery indicator showed a normal level of charge in the x-ray bar, but no charge in the motion bar. The customer didn't know if the system was plugged into the wall to charge or not. The mvs (mobile viewing station) of the o-arm started properly. The rep instructed the user to connect the umbilical cable from the mvs to the ias in order to charge the motion batteries. When the cable was connected, a fuse in the mvs failed. The customer replaced the fuse and the equipment started to charge the battery correctly. The customer was then instructed to charge the system for 8 hours. No patient was present when this issue occurred.